Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 1000 mg/dl and other was 240 mg/dl. When customer tried to put new batteries in insulin pump rejected them. Customer was unable to perform troubleshoot. The device will be returned for analysis.